Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm, and it was reported that the device displayed proximal occlusion and would not backprime. There was no reported patient involvement, and no reported patient harm.